Event description:
The patient underwent the placement of latera implants on (B)(6) 2024. However, two days after the procedure, the patient reported accidentally sneezing out one of the implants. The patient also expressed concerns that the remaining implant does not seem to be functioning as intended. Following the incident, the patient consulted with their doctor, but no medical intervention was taken. Additional attempts for information are being performed.

Event description:
The patient underwent the placement of latera implants on (B)(6) 2024 however, two days after the procedure, the patient reported accidentally sneezing out one of the implants. The patient also expressed concerns that the remaining implant does not seem to be functioning as intended. Following the incident, the patient consulted with their doctor, but no medical intervention was taken. Additional attempts were made but no further information was available.

Manufacturer narrative:
Correction: d9. The device was not returned for evaluation. Gtin is unknown as the catalog number is unknown.